Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s implant was done on april 12th and since that time patient is having some pretty severe symptoms she did not have prior to implant. Patient said the evening after implant she woke up and everything was visually sideways, and she felt like she could not stay conscious, patient said this landed her in the hospital and she thought something had gone wrong with the device. Patient said she talked to her urologist who said that would not cause those symptoms. Patient said she had another hospital stay and continues having spells where she feels like she would quickly lose consciousness. Patient said she feels they seem to trigger when she feels like she is getting shocked from her device which was clarified as the patient meant when she feels the stimulation. Patient clarified when she feels stimulation, it seems to trigger "vageling down" (understood to be a vagus nerve response). Patient said they kind of get a feeling like getting a little shocked in that area, and then that seems like it can trigger what some people say is like vageling down or like she could pass out. Patient services understood ¿a little shocked¿ to be the normal feeling of stim sensation. During the call patient¿s sister reported tests revealed nothing came up, her blood work is fine, blood pressure is fine, CT scan, the only thing that was changed was the device was implanted. Patient was calling to find out if it is the device or not or if the device is malfunctioning and said she has tried turning stim off and back on but that did not make a difference in these symptoms. Pt said it was off yesterday and she had another episode yesterday. The patient was redirected to the doctor for medical advice. No further complications were reported or are anticipated.